Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that water tightness was lost due a pinhole on the bending section rubber. The bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. The adhesive on the bending section rubber, around the objective lens and around the light guide lens had white clouded areas. There were scratches noted throughout the device. The universal cord had a wrinkle and the light guide lens had a crack. The distal end cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera colonovideoscope had air/water leakage from the channel. Inspection and testing of the returned device found the nozzle had foreign material due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿clogged foreign material in the nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. Additionally, it was confirmed that reprocessing was conducted in accordance with IFU. Also, it was confirmed that there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.